Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 346 mg/dl. The customer reported multiple insulin flow blocked alarms. The customer stated that she had issues with her sets. The customer was hospitalized at the emergency room and had to go back on shots. The customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.